Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air gaps in the infusion set tubing and air bubbles in the luer lock. Blood glucose was in the high 200's (mg/dl). Reportedly, the customer changed the supplies to address the event.